Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 2 months. The device was not explanted and therefore was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced severe nausea and vomiting with food aversion over several weeks and had lost over 30 pounds. The patient denied fever, chills, night sweats, chest pain, palpitations, shortness of breath, and abdominal pain, but had not had a bowel movement in 10 days. The patient also reported having been shocked by the automatic implantable cardioverter defibrillator (aicd). Additionally, the patient experienced severe fatigue and weakness, but was still ambulating with a walker. Over the past few days she had severe electrolyte abnormalities and a white blood cell count of 1.3 x 10^9 cells per liter. The patient had a history of leukopenia treated in the past with neupogen. With the onset of worsening mental status, hypotension, and the severe nausea and vomiting, the patient was placed on "comfort care" and expired on (B)(6) 2015. The perfusionist reported that she believed the device was operating properly. The pump was not explanted. Additionally, the patient had a previously unreported history of a pump pocket infection with fistulization that was positive for (B)(6) but which subsequently closed. The patient then developed bacteremia, and pseudomonas was cultured from the driveline which was treated with cefepime and telavancin. The patient underwent an omental flap with autografting to the chest and abdomen on (B)(6) 2014 by plastic surgery.